Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation the pump battery had failed, however, there was no indication that the pump turned off without alarming. Based on this information an MDR would not have been required.

Event description:
The initial reporter stated that the pump was stopping without alarming. They did not say what alarm was expected. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was stopping without alarming. They did not say what alarm was expected. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [(B)(4)].